Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a heavily tortuous, heavily calcified, 90% stenosed proximal right coronary artery procedure, during pre-dilatation the 2.0 x 20 mm rx mini trek balloon dilatation catheter was inflated at 14 atmospheres (atm) when it was noted that the balloon ruptured and was leaking contrast. A 2.75 x 28 mm xience xpedition successfully crossed the lesion was implanted and successfully completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.